Event description:
It was reported that the clip applier was not working properly. The clip does not hold very well. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.